Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. In september (exact date not provided), the patient experienced a medical event while traveling by air. After boarding the aircraft, she began to feel ill and made two trips to the restroom. A flight attendant provided ginger ale, crackers, and ice water in response to her symptoms. Upon landing, while waiting for her husband to collect their luggage, the patient vomited again. Although she was wearing her dexcom cgm at the time, the patient reported that she did not receive any low-glucose alert from the dexcom app; however, specific alert settings and event data could not be confirmed. The patient was unable to recall her estimated glucose value or the low-alert threshold configured in her mobile app at the onset of symptoms. While in the baggage claim area, the patient experienced a diabetic seizure. Emergency medical technicians evaluated her, obtaining a fingerstick blood glucose of 35 mg/dl. She was treated with apple juice and gummies to raise her glucose level. During this episode, she fell and sustained a hip fracture, requiring surgical repair of her pelvis and femur. Details regarding her length of hospitalization were not available. Postoperatively, the patient experienced hyperglycemia and received insulin for the first time. She subsequently spent nine months unable to walk. Since the incident, she has had recurring syncopal episodes associated with fluctuating blood glucose levels. (These episodes have not been described as related to cgm malfunction). No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.